Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed high out of range pacing and shock impedances on the right ventricular (rv) lead. Technical services (ts) reviewed and suspected a lead fracture. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed high out of range pacing and shock impedances on the right ventricular (rv) lead. Technical services (ts) reviewed and suspected a lead fracture. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc; therefore, product analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.